Manufacturer narrative:
The covidien customer support engineer (cse) evaluated the device and found a damaged graphic user interface (gui) to breath delivery (bd) cable. The cable was replaced, which resolved the reported issue. The ventilator passed extended self-testing (est) and short self-tests (sst). (B)(4).

Event description:
Covidien received information of a ventilator with a loss of communications. The malfunction did not occur during patient use.